Event description:
It was reported that (2) devices were used during a laparoscopic sima resection. It was reported by the affiliate that the atb45 clips will not close. They took a tsb45 and fired and the clips also would not close. Then they converted to an open procedure (anterior resection).